Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was performed to treat a lesion with heavy calcification in the anterior tibial artery. The armada 14 balloon catheter was advanced to the target lesion with no resistance. During the first inflation, the balloon ruptured at 2 atmospheres. The balloon catheter was withdrawn from the patient anatomy with no issues. A new balloon catheter was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product related issue. Based on the information provided, the balloon rupture appears to be due to case circumstances. It is likely that the rupture occurred due to interaction with lesion which was described as heavily calcified. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.